Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning driveline communication fault alarm. Communication fault occurred at home. Parameters noted on controller were within normal limits. After log files were obtained, it was cleared via heartmate touch and alarm did not recur. It appeared that the event log file recorded a driveline communication fault associated with a (f19) com_a_fault controller fault flag on (B)(6) 2025 at 18:39:45. Motor function was not affected by this event. The patient called the emergency line to report a ¿driveline comm fault¿. Patient was instructed to present to the emergency department (ed) for further evaluation. It appeared that the event log file captured the recurrence of driveline_comm_fault on (B)(6) 2025 at 8:09:59. A modular cable and system controller exchange was recommended. The log files were submitted after modular cable and system controller was exchanged. It appeared there were no unusual events recorded after the equipment exchange. The patient was scheduled for routine clinic appointment later this week. Additional log files will be submitted for further evaluation of the system. The cause of the driveline comm fault alarm was unknown, but the exchange of products resolved the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6) was returned for evaluation following the reported event of a driveline communication fault alarm. The reported event and log files have been addressed under the modular cable investigation. The system controller underwent functional testing and passed without issue. The controller successfully operated a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information indicates that the modular cable and system controller exchange resolved the recurring driveline communication fault alarms. The reported event could not be correlated to an issue with the returned system controller. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.